Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6), it was reported by an arthrex subsidiary employee via sems-(B)(4) that an ar-1616-m medium finger trap broke during placement for traction. This was discovered during a procedure with no patient harm. The case was completed with a second unit.